Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-feb-2019 with the following findings: review of the black box data did not reveal any evidence of a prime issue. On investigation, the pump powered on normally and ex-prime steps successfully completed. The pump was exercised for 12 hours without any loss of prime issues. The force sensor was evaluated and determined to be operating within specifications. There was no damage, defect or contamination of the pump's interior components. Investigation did not duplicate the complaint.